Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. This medwatch report is in response to receipt of a user facility medwatch: #mw5156754, attached. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. As the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent unknown procedure on an unknown date in 2001 and topical skin adhesive was used. The incision never healed, needed to be opened, the adhesive dug out and stitched up. For at least 10 years afterward the incision area and surrounding skin would periodically welt up and itch and then recede.